Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that patient was unable to communicate w/ ins. Patient needs lumbar spine MRI and procedure was ordered by a healthcare provider (hcp) who is suspected to be patient's new managing hcp. Provided pss number and asked if patient could contact patient services for clarification. Additional information was received from the patient (pt). During the call, pt said they never really got desired therapeutic relief from spinal cord stimulator (scs) since implant date and had met with manufacturer representatives (reps) for reprogramming (notify date not asked to focus on reason for call), but reprogramming never resolved issue. Pt said the reps could "always get one leg really good, but not the other leg;" pt said if the reps tried to do both legs, "all of the charge went up under the pt's ribcage." Pt said the "device had never been great." Pt said they spent two years trying to "get it stabilized" but never could. Pt said they also hated charging the ins. Pt said the ins was right up against their spine and when the pt charged they would spend a lot of time trying to find the charging location and would move the recharging antenna around a bunch and the charging would click on and off and the pt could never get the recharger antenna in the right location. Pt said no matter what body position they were in, they could not get the ins to charge. Pt said they tried to charge for 1.5 hours frequently over a span of 1 month and eventually gave up on charging the ins. Pt said they stopped charging the ins 1.5 years ago. Pt said the ins had also drifted and moved closer to their spine over time (pt said the ins was not implanted near spine, but had moved there over time). Pt said the ins was now against their spine and pt felt the ins on their spine when they sat down because they "did not have a lot of meat in their back." The reason for the call was the pt needed an MRI of their back tosee if their back had gotten worse. Pt said they already spoke to two reps who told the pt "it should be fine" but redirected them to pats for additional information. Pt said they had mris in past without issue. The manufacturer's patient services specialist (pss) reviewed MRI guidelines and pt said MRI techs had already contacted the manufacturer and gotten all the information they needed. Pt said they just needed to know if their device was full body or head only and pss reviewed MRI guidelines and redirected to their healthcare provider (hcp). Pss understood the ins was likely in overdischarge. The patient was redirected to their healthcare provider to further address the issue. Pt said they had bad neuropathy of their legs and their "nerves were bad." Pt said they had pain from neuropathy all the time. Pt said they would be seeing their hcp on thursday. Near the end of the call, pt said they "were planning on having the MRI." Pt said they did not really even know where their external equipment was.